Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a cervical spine procedure. It was reported that there was an inaccuracy of 2 mm, inferior. The registration method was auto-registration. The inaccuracy occurred during navigation. The universal drill guide (udg) and passive planar probe were being used when the inaccuracy was detected. It is noted that only the udg seemed to be off compared to the passive planar probe. The inaccuracy was isolated to the udg. The passive spine reference frame was being used.. The patient tracker was at c2 pointing towards the head. The navigation system was at the head. The procedure was continued with caution of the discrepancy. The procedure was delayed by less than one hour ad there was no impact on patient outcome.